Manufacturer narrative:
Filter scrapped due to contamination.

Event description:
The international distributor reported the ventilator was alarming occlusion safety valve open (svo) and the expiratory filter in use on the ventilator was not working. The ventilator was not in use on a patient therefore there was no patient harm or involvement. The distributor reported the reusable expiratory filter that was in use had not been changed since it was installed on the ventilator. The pressure tolerance of the filter was not tested. The filter was replaced and the reported event was corrected. When the filter in use on this ventilator became occluded, it alerted the user with an occlusion-svo alarm/message. When an occlusion is detected during normal ventilation, the ventilator will open the safety valve which allows the patient to breathe through the system. When the safety valve is open it is accompanied by an alarm and a message in the display. This is being reported as MDR due to user error in maintenance of the filter. Filter replacement must be performed per manufacturer recommendations and specified intervals. There was no malfunction of the device or the safety valve.